Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via retrograde approach. The 90% stenosed target lesion was located in an anastomosis shunt in a moderately tortuous and non-calcified vessel. After a non-bsc guide wire crossed the lesion, a 4.0 x 40 40cm mustang¿ catheter balloon was advanced for pre-dilatation and was inflated three times at 20 atmospheres for each inflation. However, on the fourth inflation at 20 atmospheres for 40 seconds, the balloon ruptured. The device was removed and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the complaint device was simply removed from the patient's body and the patient's status was stable.